Manufacturer narrative:
The customer reported the device ac power module is experiencing a failure and making an abnormal noise. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac module, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device experienced an ac power module failure. It was making an abnormal noise. There was no reported patient involvement.